Manufacturer narrative:
Additional information is provided in sections d.10, h.3, h.6 and h.10. Information provided by the customer indicates that the suspected dull knives are switched out before patient contact and that unopened and unused knives were removed from the operating area. Since the actual used samples were not received at the manufacturing site for evaluation, the condition of any used complaint product could not be verified. A review of the device history record traceable to the possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. The actual complaint samples were not received at the manufacturing site and the device history record review of the possible lot numbers provided indicate that the product was processed and released according to acceptance criteria therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received further clarified that the multiple blunt knives were noted during separate cataract surgeries.

Manufacturer narrative:
Additional information is provided in sections b.5, g.1 and g.2. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Samples are available that have not yet been received at manufacturing for evaluation. No confirmed lot number has been received by manufacturing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that multiple knives were blunt during separate surgeries. Alternate knives were obtained in order to perform the procedures. There was no impact to any patient. Additional information has been requested.